Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported patient effect of hematoma is listed in the electronic perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a proglide device with a 6f sheath after a coronary total occlusion interventional procedure. Reportedly, the proglide device achieved hemostasis. A hematoma was present at the access site and was treated with manual compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.